Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to an electrical short on the 5v through u718 and +/-5v from j702 in the distribution node (dn) pca board, causing the belt to not communicate with monitor. The root cause for the shorted dn pca board was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.